Event description:
It was reported that this right atrial (ra) lead presented loss of capture during a patient follow up a few weeks after it was implanted, so the patient was examined by x-ray imaging and was found this lead had dislodged. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.